Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2020 the patient underwent movement of the ins from the right side to the left side due to right-sided pain that radiated down their back. They completed antibiotic therapy but stated they still had some incisional discomfort on the right incision. On (B)(6) 2020 the patient called in complaining of increased incisional pain that was not relieved with oxycodone. They were recommended 1-2 oxycodone every 4-6 hours altering with tylenol. On (B)(6) 2020 they stated they were still having pain. They were administered lortab x 10. They were administered percocet x 15 on (B)(6) 2020. They were administered percocet x 10 on (B)(6) 2020. They were recommended to see a pain clinic as urology would not prescribe any more pain medication on (B)(6) 2020. The event is ongoing. No further patient complications were reported as a result of this event.